Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Block d6b: unknown explant date. Happened 3-4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 14990502 UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator (scs) devices were explanted for unknown reason.

Event description:
It was reported that patients spinal cord stimulator (scs) devices were explanted for unknown reason.